Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) (stm) evaluated the iabp and reported that the battery in slot 1 was not being recognized. An x was displayed in the battery icon display during ac or battery power. The stm found the power management board was slightly dislodged and reseated it. The battery 1 icon was then normal. The stm then verified the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was discovered during service/test by the customer that the cardiosave intra-aortic balloon pump's battery power in slot number 1 was not charging. No patient involvement or adverse event was reported.